Event description:
According the reporter, during a laparoscopic sleeve gastrectomy procedure, the stapler could not be fired at the time it was applied to transect the stomach. There were no problems loading or unloading the device and the surgeon was able to press the green button but not squeeze the handle. A new product was used to complete the case. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.